Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic gastric bypass procedure. The patient's medical history is morbid obesity. When using the manual stapling handle, the staple became tangled in the tissue requiring the surgeon to cut the staple loose.